Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that 13 months post implantation of two stents (size 6 x 170 mm and 6 x 120 mm), an in-stent restenosis was detected. The exact location of the in-stent restenosis in unknown. There was no reported patient injury. This is the same patient as reported in the medwatch report concerning patient ID # (B)(6).

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, by a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction as well as by abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as an insufficient pre- or post-dilation also may be contributing factors to the reported event. On the basis of the information available and as no image was provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. In addition, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that 13 months post implantation of two stents (size 6 x 170 mm and 6 x 120 mm) in the superficial to popliteal artery, an in-stent restenosis was detected. As reported, the lesion had been pre-dilated. There was no reported patient injury. This is the same patient as reported in medwatch report concerning patient ID # (B)(6).